Event description:
The customer reported that the pyxis medstation es system was stuck on initializing device manager. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was hung on the "device manager" screen after the upgrade. A technical support specialist resolved the issue by rebooting the station multiple times. The system functioned as intended after the technical support specialist resolved the issue.